Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that only one battery was connected to the controller and it was not replaced when the battery depleted. The controller lost power, resulting in a ventricular assist device (vad) stop. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for correction. H10 adding the battery as associate device. Additional product: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de, catalog #: 1650de, expiration date: 31-aug-2020, serial #: (B)(6), di #: (B)(4). D10/d11: concomitant medical products: no, h3: yes, h4: mfg date: 02-aug-2019, h5: no, h6: patient ime code(s): e403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c23 h6: FDA conclusion code(s): d11 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the controller and one battery were not returned for evaluation. No complaint allegations were made against battery. Review of the c controller log files revealed two controller power-up with associated pump start events logged on 10/apr/2021. The first controller power up event was logged at 10:45:34. The data point prior to the first loss of power revealed that no power source was connected to power port one and that battery was connected to power port two with 93% relative state of charge. The data point recorded after the first loss of power revealed that no power source was connected to power port (1) and battery was connected to power port two. The controller was without power for one minute and eighteen seconds. A second controller power up event was logged at 20:22:03. The data point prior to the second loss of power revealed that no power source was connected to power port one and that battery was connected to power port two. The data point recorded after the second loss of power revealed that another battery was connected to power port (1) and no power source was connected to power port two (2). Prior to the second controller power up event, the battery bat811333 was allowed to deplete completely, as described in the event details, resulting in a loss of power to the controller. The controller was without power for twenty-three seconds. No anomalies were observed leading up to the losses of power. Analysis of alarm log files revealed five critical battery alarms on (B)(6) 2021 between 19:36:11 and 20:14:19. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). Additionally, four controller fault alarms were recorded the same date within 20:14:05 and 20:14:52. A controller fault alarm will occur if the battery is approaching 0% rsoc. As a result, the reported event was confirmed. A possible root cause of the first loss of power can be attributed a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the observed critical battery alarms, controller fault alarms, and second loss of power can be attributed to the patient allowing the batteries to deplete below 10% rsoc. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.